Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15016. Follow-up information indicated x-rays were taken and a kink appears to be present in both leads and both leads have migrated. Surgical intervention may be taken at a later date.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15016. It was reported, the patient experienced auto-reducing. The sjm representative met with the patient and diagnostics indicated high impedance readings on multiple lead contacts. X-rays were taken, however the results were not provided to the manufacturer. The next course of action is undetermined at this time.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15016. Follow-up information indicated surgical intervention was undertaken on (B)(6) 2015. Intraoperative testing indicated high impedance readings on all contacts for the right lead. Scar tissue had formed at both the right and left lead and when the physician explanted the right lead, the left lead was also removed. Both leads were replaced and the patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.